Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Best corrected visual acuity (bscva) pre-operative was 20/25 and post operative was 20/30+2. Patient reported poor reading vision, requiring glasses to see a computer, and noticed a shadow in her peripheral vision, thus the iol was explanted in a secondary surgical procedure; information regarding the replacement iol is unknown. There was no incision enlargement, no medication prescribed (outside of standard care), no medical attention, no procedural delays, no sutures, and no vitrectomy during the lens exchange procedure. The iol directions for use were followed. Patient prognosis and visual acuity post lens exchange was reported as fully recovered and 20/20-2. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 05-nov-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a biohazard bag. During a visual inspection, the device was inspected under magnification. The lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing scratches on the lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.